Manufacturer narrative:
The review of data provided confirmed the reported issue: there are inappropriate mode switch episodes during sinus tachycardia. The analysis of the data provided from 27 june 2025 was performed. Several inappropriate mode switch episodes were recorded. The device first entered in suspicion of pacemaker mediated tachycardia. It modulated the av delay. Post av delay modulation, the patient probably had a sinus pause, triggering atrial pacing and a 500 ms-warad. The device entered in suspicion of atrial arrhythmia. The warad remained at 500 ms and triggered a 2:1 rhythm, triggering a sudden decrease of the ventricular rate and the reported symptoms. The subject device reacted as per specifications. The proper rhythm of the patient triggered sinus pause after av delay modulation. If this phenomenon of sinus pause post av delay modulation is too frequent, one solution could be to program the rate response and have atrial pacing replacing the sinus p-waves during exercise to avoid the algorithm of anti-pacemaker medicated tachycardia to start and therefore to trigger the 500 ms warad. Recommendations of programming: - rate response to compete with the sinus rhythm and avoid the pmt algorithm to start; - basic rate at 50 bpm or higher to be able to program rate response (rate response cannot be programmed when the basic rate is set at 45 bpm); - max rate at 155 bpm to expect the rate response to replace the sinus rhythm during exercise; - hysteresis to delay the atrial spike after the potential av delay modulation; - smoothing to medium or slow to delay atrial pacing in the event of sinus pause. The decision to reprogram parameters of the subject device is solely left to the physician¿s discretion but may eventually be supported / strengthened by observations during the last follow-up. No malfunction is suspected on the subject device. This case is retained and utilized for trending purposes.

Event description:
During an in-clinic follow-up, it has been observed several episodes of inappropriate mode switches during sinus tachycardia rhythm. The patient reported lypothymic disconfort, correlated to the rate drops observed during the mode switches recorded on (B)(6) 2025. We can see the anti pmt algorithm and after the new calculation of the warad, the p-waves are detected within the warad triggering the onset of the suspicion phase of atrial arrhythmia and one p-wave out of 2 triggers ventricular pacing, triggering the rate drop. How to set the pacemaker? To be noted: the oversensing on the leads is known and the physician does not want to reintervene since the device is implanted in retropectoral position for 15 years (young patient at the time of the primo implantation).

Event description:
During an in-clinic follow-up, it has been observed several episodes of inappropriate mode switches during sinus tachycardia rhythm. The patient reported lypothymic disconfort, correlated to the rate drops observed during the mode switches recorded on (B)(6) 2025 and (B)(6) 2025. We can see the anti pmt algorithm and after the new calculation of the warad, the p-waves are detected within the warad triggering the onset of the suspicion phase of atrial arrhythmia and one p-wave out of 2 triggers ventricular pacing, triggering the rate drop. How to set the pacemaker? To be noted: the oversensing on the leads is known and the physician does not want to reintervene since the device is implanted in retropectoral position for 15 years (young patient at the time of the primo implantation).

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.